Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. He did get some clips to fire, but it is unclear how many, because, he also did dry firing outside the patient. His description is that the jaws would not close. The doctor also mentioned that he may have put some torque on the device when firing and that he understands the 5mm clip applier is more fragile. . There were no patient consequences. Three clip appliers used to complete the case.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.